Event description:
It was reported that non-sustained rv oversensing (nsrvo) episodes due to oversensing noise were observed. Noise was reproduced in-clinic. Programming changes were recommended, and the options will be discussed with the physician. The device remains implanted and there were no patient consequences.